Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. X-ray review shows tiny linear lucency also noted along the edge of the acetabular component but no fracture is seen. Femoral component appears to be intact and appropriately fit with expected alignment. There is eccentric positioning of the femoral head within the acetabular cup suggesting polyethylene wear. There is rounded soft tissue lucency surrounding the femoral head and neck which may relate to the fractured liner. Review of the op notes states that no complications were noted after initial surgery. Office visit notes, 9 years post initial surgery states that poly liner appears to be displaced and migration of head proximally. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- associated products-part: 00877504002 name: biolax ceramic femoral head lot: 2361581, part: 00625006535 name: bone screw lot: 60903718, part: 00625006530 name: bone screw lot: 60926628. The investigation is still in process, once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-03475, 0001822565-2017-03477.

Event description:
It was reported that a patient underwent a revision surgery due to pain with a liner and cup fracture (the area that protects the tines of the locking ring) broke off as well. The fractured cup/liner as well as the head and neck were explanted and replaced. There were no complications or delays reported.